Event description:
Baxter service technician reported infusion pump with failure code 500 during routine servicing. The facility's biomedical engineer stated they have no record of any patient incident involving the pump since the last baxter sevice event.